Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Additionally it was noted, the device exhibited reduced angulation due to stretching of the angle wire. Defect of bending section adhesive was noted. There was a stain or discoloration on the distal end of the endoscope. The universal cord connector was defective. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there were external defects on the air water cylinder of the gastrovideoscope. The device was returned for preventive maintenance. An evaluation of the returned device revealed, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of further investigation, the air/water cylinder was found to be clogged with what appeared to be white fibers. The observed white fibers could not be identified and the root cause of the air/water cylinder clog could not be determined, however, it is possible that the foreign matter could not be removed due to physical damage to the equipment, despite adhering to correct reprocessing procedure. The event can be prevented by following the instructions for use which state: ¿caution¿ ¿¿ to prevent clogging the nozzle, always use the air/water channel cleaning adapter to clean the air/water channel after each use¿. Olympus will continue to monitor field performance for this device.